Event description:
On (B)(6) 2011, pt reported he received the infusion adapter and infusion sets. Pt stated he attached the new adapter and infusion set and last week while priming, he had an e4 (occlusion) error displayed. Pt reported he put a new piece of infusion tubing on the infusion device and primed; all was okay. Pt stated the next morning, he received another e4 (occlusion) error and attempted to prime without the infusion tubing; all was okay. Pt reported he connected the same infusion tubing again and noticed insulin was not coming out of the infusion tubing. Pt stated he disconnected the infusion tubing from the insulin cartridge and noticed there was insulin around the luer and infusion adapter connection. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.